Manufacturer narrative:
Rapidport ez strain relief. Visual examination of the returned device determined the access port tubing connector to be a rapidport ez strain relief. Allergan has received the product, however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number, implant date or pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate.

Event description:
Healthcare professional reported, "tear of the omniform silicone. Pt was not loosing weight. Methylene blue confirmed tear/hole in silicone." F/u findings: device removed and not replaced.